Event description:
It was reported that the system was explanted due to loss of coverage. The patient was not reimplanted but planned on consulting with a surgeon before being reimplanted. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).